Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro silicone boot ruptured. The device was removed from the pt to ensure that the silicone would not detach inside the pt's leg. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question.